Manufacturer narrative:
(B)(4). 114818, disc ulna 3x155mm lt w/brng c, 869410, 211250, compr srs 50mm dst hml bdy lt, 430570, unknown, unknown comprehensive srs flange, unknown, unknown, unknown discovery humeral condyle kit, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were submitted to mmi for review. Bone quality is osteopenic. Multiple images which demonstrate punctate hyperdensities within the soft tissues at the level of the elbow which could suggest metallosis. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause could not be determined with information available. A possible contributing factor to the pain could be the metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01623, 0001825034 - 2018 - 04143, 0001825034 - 2018 - 04145, 0001825034 - 2018 - 04146. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported the patient reported moderate difficulty sleeping due to pain, being unable to do heavy chores, to carry a bag, to wash back, to cut, to do recreational activities, and extremely limited with daily activities. Patient also indicated during the 6 month follow up moderate arm, shoulder, or hand pain, and no pain at the one year follow up. Attempts have been made and no further information has been provided.